Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after day 4 of wearing the freestyle libre 2 sensor. As a result, the customer was unable to monitor their blood glucose and became hypoglycemic with a loss of consciousness. An ambulance transported the customer to a hospital where an unspecified laboratory result was obtained and was diagnosed with hypoglycemia. The customer further reported being hospitalized and receiving treatment however, does not recall treatment was rendered. No further information was provided. There was no report of death or permanent injury associated with this event.